Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. Upon review of the event history quality engineering identified low battery to be the determined condition. There was no repair to correct this condition at this time.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up med watch will be submitted. (B)(4)

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.